Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call his son¿s the insulin pump was not functioning. Customer¿s blood glucose value was 196mg/dl and sensor glucose value was 224mg/dl. Insulin pump will not be returned for analysis.